Event description:
It was reported that patient saw service code 1703. No patient complications have been reported as a result of this event. Additional information was received reporting that the cause of the oor error was that high impedance was measured. Actions or interventions taken in attempt to resolve the event included patient examination. The patient did not report any deterioration in therapy. In the future if there is deterioration, physician will change active contact. Right subthalamic nucleus (stn) monopolar contact 3 and 2a show "high" and 2c measured 10,331 ohms. Right stn bipolar contact 3-0, 3-1a, 3-1b, 3-1c, 3-2a, 3-2b, 3-2c, 2c-2c,2b-0, 2b-1a, 2b-1b, 2b-1c, and 2b-2a indicate "avoid". Right stn bipolar 2c-1a, 2c-1b, 2c-1-c, 1c-1a, and 1c-1b indicate "investigate". Right stn 3, 2b, and 2c indicated "avoid" and 1a, 1b, 1c indicated "investigate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.